Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and will not be returned for additional evaluation and investigation. Clinical specialist reported that the physician did not know the cause of the migration. Per the instructions for use of the device, pump migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that a patient's pump was found to be hypermobile. The physician performed a pocket revision surgery to resuture the pump to the pocket. The physician did not know the cause of the migration.